Event description:
While sales rep was at facility servicing device, he found the power cable broken at the injector head and the remote cable was frayed.

Manufacturer narrative:
An eval of the return sample has been completed. The injector's power cable insulation jacket was torn below the enclosure's plastic strain relief. The outer insulating jacket on both ends of remote calbe were also torn below the plactic connector shell. The damage conditions are attributed to excessive field abuse and/or rough handling that the injector was subjected to in the field. Injector's power cable and remote cable have been repaired, cleaned, tested and returned back to the field user. Instructions in the unpacking and installation manuals have been revised indicating more details to cable securement.